Event description:
Boston scientific received information that upon interrogation of this device, no magnet response was observed. Technical services discussed that since the device could not communicate to complete an interrogation, it should be explanted. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.